Manufacturer narrative:
Correction: date received by manufacturer in the previous MDR was (B)(6) 2017, however the correct date for this field was (B)(6) 2017.

Event description:
The physician reported irregular curvature and inflexibility of the lead body with a curved stylet inserted. Reportedly, this issue was incurred when attempting to fix the lead in the posterior wall of the atrial appendage. Additionally it was indicated that it affected the lead in the region approximately 2 cm from the distal end, and the same outcome was incurred with different stylets with various shapes. Another lead was subsequently implanted instead.

Event description:
The physician reported irregular curvature and inflexibility of the lead body with a curved stylet inserted. Reportedly, this issue was incurred when attempting to fix the lead in the posterior wall of the atrial appendage. Additionally it was indicated that it affected the lead in the region approximately 2 cm from the distal end, and the same outcome was incurred with different stylets with various shapes. Another lead was subsequently implanted instead.

Event description:
The physician reported irregular curvature and inflexibility of the lead body with a curved stylet inserted. Reportedly, this issue was incurred when attempting to fix the lead in the posterior wall of the atrial appendage. Additionally it was indicated that it affected the lead in the region approximately 2 cm from the distal end, and the same outcome was incurred with different stylets with various shapes. Another lead was subsequently implanted instead.